Event description:
A (B)(6) male patient called zoll customer support to report that his monitor was resetting and then displayed a service code 107. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resetting, service code 107) was confirmed. Upon investigation the monitor was resetting when the "ok" button was being pressed. The resets caused the service code 107. The cause for the resets was isolated to corrupt data on the monitor sd card. The root cause for the corrupt data could not be positively identified. No adverse event resulted from the defective sd card. The patient received a replacement monitor.